Event description:
Same case as MDR ID# 2134265-2012-07174. It was reported that during prep for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the mid left anterior descending (lad). The physician loaded a 1.75mm rotalink plus burr onto a rotawire ex support guidewire. A rotational test was performed, the guidewire fractured outside of the patient. The physician tried to insert a new guidewire into the rotalink plus but was unsuccessful. The procedure was completed using a new guidewire and 1.75mm rotalink plus burr. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID# 2134265-2012-07174. It was reported that during prep for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the mid left anterior descending (lad). The physician loaded a 1.75mm rotalink plus burr onto a rotawire ex support guidewire. A rotational test was performed, the guidewire fractured outside of the patient. The physician tried to insert a new guidewire into the rotalink plus but was unsuccessful. The procedure was completed using a new guidewire and 1.75mm rotalink plus burr. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device is fractured at 135.8cm approx. From distal end. All the outer diameter measurements are within the specifications. The fracture section was sent to the (B)(4) lab for analysis. As per (B)(4) lab result the failure occurred due to a wear reduction of the cross sectional area followed by a final torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2012-07174. It was reported that during prep for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the mid left anterior descending (lad). The physician loaded a 1.75mm rotalink plus burr onto a rotawire ex support guidewire. A rotational test was performed, the guidewire fractured outside of the patient. The physician tried to insert a new guidewire into the rotalink plus but was unsuccessful. The procedure was completed using a new guidewire and 1.75mm rotalink plus burr. No patient complications were reported and the patient status is good.